Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. Failure analysis found the primary finding of a severely bent instrument grip tip to be related to the customer reported complaint. The force bipolar instrument was found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 1.89 mm offset at the tips. The grips were not found to have cracking damage. Probable root cause of the failure mode severely bent instrument grip tip is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, force bipolar (fb) was found jammed and misaligned. The instrument was not used on the patient. The customer used a backup fb instrument to continue with the procedure. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The jaws would not move. The instrument has already been shipped back. Instrument was reprocessed. No patient information is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.